Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 457453, implantable pacing lead, implanted: (B)(6) 2013; 439688, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that while positioning the right ventricular (rv) lead on the ventricular septum, the patient¿s pulse rate dropped. Cardiac tamponade was confirmed from echocardiogram and lead perforation was suspected. Pericardiocentesis was performed, fluid was evacuated and the patient condition improved. The rv lead was positioned in the ventricular septum. No further patient complications have been reported as a result of this event.